Event description:
In the morning, the practitioner noticed the pt's temperature sensing foley catheter was reading an unusually low temperature. Upon further investigation, it was discovered that the bladder catheter was no longer in the pt. The balloon for the catheter was completely deflated and hanging from the bed. The dr. Was notfied immediately. We would not be able to insert another catheter with the pt being in the prone position and flipping her in the middle of her surgery was not an option. It was decided to continue the case without a foley. The pt will have a catheter inserted at the end of the case to drain her bladder. The resident that placed the foley stated he tested the balloon on the foley before placing it and it inflated, held the fluid, and then deflated with the syringe.